Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was reported due to perforation. After reposition procedure the patient felt chest pain and the blood pressure was very low; the physician suspected cardiac tamponade. The patient was transferred to another hospital where she underwent pericardiocentesis. The patient's condition was stable there were no consequences.